Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x8 synergy ii drug-eluting stent was selected for use. During preparation, when the device was removed from the hoop, it was noted that the stent completely came off the balloon and was sitting on the metal stylet. No patient complications were reported.